Event description:
The tech reported that he found while performing system checks on the bed that the bed was not sending a nurse call when the bed exit alarmed. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint number: (B)(4).

Manufacturer narrative:
The tech found that the communication cable had no visible damage. He used a multimeter and found that the communication had an open reading. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication system feature works correctly. Examine the communication cable; include the male and female pins in the plug. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.